Event description:
It was reported that the customer's insulin pump alarmed no delivery. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a loose drive support disk. Unable to confirm excessive no delivery alarms.